Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the that a customer had an issue with a sharps container. The customer states a needle punctured the sharps container and was sticking out when the nurse picked it up causing a dirty needle stick.

Manufacturer narrative:
Submit date: 07/05/2016. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No sample was received. As per photo the container was punctured in the lower right side, when container front is facing with label. As per customer feedback container was not above the fill line. There were no machine issues that contributed to this issue. There were no method issues that contributed to this issue. Material: there were no material issues that contributed to this issue. Measurement: there were no measurement issues that contributed to this issue. As per DHR review all wall thickness inspection are within specification. Manpower (people): human error and failure for handling of sharps disposal. The customer has stated that the container punctured in the lower right side. The container was picked up and grabbed below the fill line as container was punctured below the fill line. The person got stuck in left ring finger. Precautions/warnings per IFU states: never hold or carry used container below recommended fill line. Mother nature (environment): there were no mother nature issues that contributed to this issue. Root cause: the potential root cause associated with this event is improper handling/carrying of a filled sharps container for disposal by holding container below fill line. The potential root cause is user failed to follow instruction for use for proper handling of sharps disposal. IFU section for precautions/warnings has a note: "never hold or carry used container below recommended fill line." Based on the existing controls, the internal reject and the complaint history review, additional correction or containment activities are not warranted at this time. No corrective action is required at this time. Although there have been no trends identified for this product, this complaint will be used for tracking and trending purposes.